Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had an appointment scheduled for (B)(6) 2018 to discuss options to resolve the issues. On (B)(6) 2018, it was reported that there was poor coupling due to the neurostimulator moving in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative and from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient lost 50 lbs at the beginning of the year and now the ins was moving in the pocket, causing difficulty recharging and difficulty maintaining communication with the clinician programmer. It was noted that since implant, the patient had always had difficulty recharging, but since losing weight, it had gotten worse. The patient had difficulty charging except when in a standing position. Communication could not be established with the clinician programmer. The manufacturer representative had tried two different programmers and a session gets started but then they kept getting kicked off and it drops communication. For at least the past 6 months, the patient had painful stimulation when laying down and sitting. It was noted that this was likely related to the movement of the device in the pocket, and it was confirmed by a manufacturer representative that the device had not totally flipped, but was moving. The event was reported to have been related to the device or therapy, not related to the implant procedure, and related to poor coupling during the recharge process and the neurostimulator moving in the pocket. Diagnostics included interrogating the device, which showed the adaptive stim was off; interventions taken included turning the adaptive stim on. It was noted that the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was referred to a surgeon for a potential pocket revision. On (B)(6) 2018, it was reported that the patient had an appointment scheduled for (B)(6) 2018 to discuss options to resolve the issues. On (B)(6) 2018, it was reported that there was poor coupling due to the neurostimulator moving in the pocket.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of 2018-12-10.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient met with a manufacturer representative and during programming with the clinician programmer, program 2 was sluggish and slow in increasing the amplitude. The manufacturer representative reported that all the other groups that patient was not using were deleted and the settings were manually entered. It was reported that troubleshooting resolved the issues, and it was reviewed that copy/paste settings would cause the sluggish increased. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved at the time of study exit. However, on (B)(6) 2019, it was reported that the issue was ongoing.